Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that after undergoing an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax that necessitated chest tube placement and hospitalization. The procedure aimed to examine two target areas: the first target nodule, measuring 1.7 centimeters in size, was located in the right middle lobe, medial segment attached to the pleura while the second target nodule, measuring 2.3 centimeters in size, was situated in the left upper lobe apicoposterior segment. Instruments used for the biopsy included a 21g flexision biopsy needle, compatible forceps, a cytology brush, and bronchoalveolar lavage was performed. The procedure was completed as planned without delays. However, a post-procedure chest x-ray revealed a large right-sided pneumothorax, and the patient experienced shortness of breath. A chest tube was placed to resolve the pneumothorax, and it was removed 11 days post-procedure. The patient was discharged home the following day. The physician believed that the pneumothorax was not related to the ion system but rather attributed to the proximity of the target nodule to the pleura, suggesting that the pneumothorax could have occurred with another modality. There was no device malfunction associated with the event.